Event description:
It was reported that the patient had electrical impulses/¿pushes¿ throughout the entire body. Initially, a competitor stimulator was tested with the existing lead, and the issue persisted. A lead was then changed on (B)(6) 2012, but the electrical issue was still present. The issue occurred when the voltage was at 0. The issue was not present when the stimulator was switched off. It was noted that the patient had good pain reduction. The stimulator had also reached early replacement indicator (eri) and was replaced. The patients status was alive with no injury. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Further analysis of the ins found that the battery was at normal end of life and telemetry and output were okay. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found no significant anomaly. It noted that the battery was not in new condition. It was logged the ins status was eos(end of service) at time of analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a, product type: lead. Product ID: 3999-60, serial# (B)(4), product type: lead. Product ID: 3487a, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient still had inexplicable electric pushes in the whole body. It was logged the doctor "made a new programming and at the moment the patient was fine". It was reported there were no results from the diagnostics available.